Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) is alleged to be depleting prematurely. No adverse patient effects were reported. A save to disk will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specificationism with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
As of today, a save to disk has not been returned. The information provided suggests this ICD remains implanted. No additional information is available at this time. Should more information become available, this event will be reopened.the device was explanted over 2.5 years later for normal battery depletion. The device was returned and detailed analysis is pending.